Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that air bubbles were found in the reservoir. The insulin pump passed the fixed prime and high pressure test. Blood glucose value was 7.0 mmol/l. The customer requested the reservoirs to be replaced. Product would be replaced and returned for analysis.